Manufacturer narrative:
A complaint was received regarding the resuscitaire during use of suction to the newborn, suddenly stopped working. The site investigation identified the cause as either the oxygen or air cylinder was not turned on, or one of the cylinders (oxygen or air) was empty. Further information was requested but not provided. Based on the information provided, there was no device malfunction. The resuscitaire information for use has a warning: if either the air or oxygen gas source pressure is reduced, creating a pressure differential of 207 kpa (30 psi), the microblender alarm sounds. This condition can alter the fio2 and flow output from the microblender. Patient injury could occur.

Event description:
The customer reported that a premature infant required immediate medical intervention using a resuscitaire. Reportedly, both the maternity and neonatal teams had checked the equipment before use, confirming that it was functioning properly. During the process of giving breaths and suction to the newborn, the resusitaire suddenly stopped working. The maternity team reported that either the oxygen or air cylinder had not been turned on. Meanwhile, and the neonatal team reported that one of the cylinders was empty. The infant was stabilized and brought to the neonatal intensive care unit. The patient's condition deteriorated overnight, and the patient passed away.

Event description:
The customer reported that a premature infant required immediate medical intervention using a resuscitator. Reportedly, both the maternity and neonatal teams had checked the equipment before use, confirming that it was functioning properly. During the process of giving breaths and suction to the newborn, the resuscitator suddenly stopped working. The maternity team reported that either the oxygen or air cylinder had not been turned on. Meanwhile, and the neonatal team reported that one of the cylinders was empty. The infant was stabilized and brought to the neonatal intensive care unit. The patient's condition deteriorated overnight, and the patient passed away.

Manufacturer narrative:
The investigation was started but is not yet concluded. We cannot exclude that the investigation alters the device or a sample of the batch concerned in a way which may affect any subsequent evaluation of the causes of the incident. We assume that such an analysis can begin 10 days following issuance of this initial report, unless the national competent authority contacts us within this time frame opposing an analysis which involves altering the device.